Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The provided image was reviewed, and the following additional information was provided: from the image provided it was difficult to tell if the tip cover accessory is damaged due to the glare on the glove. The accessory would need to be returned for further analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor's tip cover accessory was broken. The tip cover accessory was removed and replaced with a backup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip cover was torn but did not specify whether the tear was in the clear or gray area. It was also confirmed that no fragment fell into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The tip cover accessory was analyzed and found to have tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measures approximately 0.1725# in length. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.